Manufacturer narrative:
Manufacturer's report date: 4/22/2009. Pt info requested, and all available info is included.

Event description:
The date of event is unk. Customer reported that nurse observed tubing sliding out of hard plastic collar and disconnected from luer lock hub at pt site. No pt harm reported. No additional info was provided.